Event description:
During a remote follow up, high pacing impedance and a loss of capture were observed on the left ventricular (lv) channel of the device. Technical support was contacted and a low r wave was also noted. The patient attended clinic and the wound appeared to be swollen and bruised. The patient was prescribed antibiotics and another in clinic visit in anticipated. The patient was stable and will continue being monitored.